Manufacturer narrative:
(B)(4). Final device analysis of the pump found high battery resistance.

Event description:
It was reported that the pump was replaced due to eri (elective replacement indicator). It was noted patient had no injury and recovered without sequela. Eri occurred on (B)(4) 2013 and the pump was schedule to be replaced by (B)(4) 2013. Baclofen compounded was in the pump.